Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the beginning of a laparoscopic hysterectomy (tlh), an error message was produced. When pulling the thunderbeat out, the branch of the device had broken off in the patient's abdomen. The broken-off piece of the thunderbeat was quickly found in the patient's abdomen and removed. The procedure was resumed with a new device. No reports of patent harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3 & h6. Corrected field: d4. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 15.95 mm from its distal end, broken probe tip was not returned. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.